Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an ent procedure using a procise xp wand, the coagulation function was not working effectively and producing the coag result that is normally produced. Intra-operatively, it was noticed that there was a visible burn on the lower right side of the lip. The wound was not staged. In recovery, the tissue was intact, grey-white color, no drainage. The burn was treated with vaseline. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient was discharged.

Manufacturer narrative:
H6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation as intended. No observed issues during testing. Saline and suction both performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states after a medical review of the case, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided, the surgeon used two different procise xp wands in the procedure, and it was reported the coag function was not working effectively. Per report, intra-operatively the patient had an un-staged wound on the lower right side of the lip. However, no photos were provided. According to the report, the tissue on the patient¿s right side of the lip was intact, grey, white in color, without drainage and it was treated with vaseline. It was reported the procedure was completed with a non-significant surgical delay using a back-up device, without further complications. The impact to the patient to the patient beyond the reported burns, the vaseline treatment, the surgical delay, pending wound consult, and the pending follow-up with the provider cannot be determined since this adverse event has not been reported as resolved. Since it was reported the patient was discharged home day of the procedure per usual expected disposition, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessment. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.